Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range impedance on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and the evaluation indicated that noise consistent with possible myopotential activity was noted on the shock channel. No adverse patient effects were reported. This ICD remains in service.